Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, a suture break occurred. A second device was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. A 6fr sheath was used. No additional information was provided.

Manufacturer narrative:
B)(4). Evaluation summary: analysis of the returned device found that approximately 1/2 inches of monofilament was exposed at the guide and the needle tip was still attached to the rail end. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. This would result in a failure to retrieve the suture during the needle plunger retraction and could appear very similar to the reported suture break. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The posterior needle was found bent near the follower, indicating that the needle was deflected; however, there was no evidence of any needle strike mark on the foot pocket. Possible contributing factors for needle deflection that resulted in the posterior cuff miss include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment techniques. During the investigation, a proxy plunger was inserted to test the needle trajectory and the results met the manufacturing criteria. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database did not reveal no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications, the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.